Event description:
It was reported that an alarm indicating a blockage occurred, and the issue did not adversely impact the customer's blood glucose level. The customer was instructed to disconnect the tubing, adjust the t:lock, and deliver a bolus while noting that the insulin on board would be affected. Despite resolving the blockage by filling and loading a new cartridge, the alarm recurred. Technical support guided the caller through checking for visible damage, confirming none, and eventually resolved the issue by advising the customer to replace the necessary supplies and resume insulin therapy.